Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 the patient experienced the symptom of being unresponsive. Emergency medical services were contacted. At 8:00 am paramedics arrived and treated the patient with intravenous glucose. At 10:00 am the patient obtained the blood glucose reading of 200 mg/dl on the reported meter, and 170 mg/dl on another meter within 30 minutes. The patient manages his diabetes with insulin pump therapy. It is not known what the patient¿s blood glucose levels or insulin doses were prior to the onset of symptoms. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The reported test results fell within expected values for meter to another meter accuracy testing. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, and received emergency medical attention and treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (07/18/2014) - device evaluation: the meter involved with this complaint has been returned on 07/14/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings: the meter has passed testing with no faults found and the inaccuracy complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up #2 ¿ (08/07/2014), the lay user/patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.